Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed. Complainant indicated that the first set of electrode pads involved in the reported malfunction were not retained by the customer.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) male, patient, the device displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device to continue treating the patient. The complainant indicated that there was no adverse effect to the patient due to the reported malfunction.